Event description:
On the event datet, the patient reported that he received an e4 (occlusion) error in the middle of the night. He cleared the error and adjusted the luer connection and straightened the infusion tubing. When he woke up his blood glucose was elevated to 350 mg/dl and he changed the infusion site and tubing. At breakfast he bolused 7 units of insulin and e4 was displayed. He adjusted the luer connection and had no further issues. He later bolused 15 units of insulin without error and his blood glucose returned to normal. This evening he bolused 10 units of insulin and e4 was displayed. He removed and reattached the infusion tubing and bolused and e4 was displayed again. He inserted a new headset from a different lot number and bolused without error. Upon follow up the following month, the patient reported that he believes occlusions were caused from wearing the infusion tubing under his belt. He stated that if he wears the infusion tubing over his belt he has no issues with e4 errors. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.